Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer t2 was removed and replaced, and the power supply ps2 outputs were adjusted to the optimal voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.